Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned pelvic pain since (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2810 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: reason for exam and clinical data: s/p (status post) essure procedure comparison: none findings: there is no evidence of contrast filling, into the fallopian tubes. There is no contrast spillage into the peritoneal cavity. There is no contrast extravasation into the uterine vasculature. Impression: successful essure procedure with closure of the fallopian tubes. [Pathology test] on (B)(6) 2021: diagnosis: a. Fallopian tube, right, right salpingectomy: benign fallopian tube b.fallopian tube, left, left salpingectomy: benign fallopian tube. Specimen source: a. Right fallopian tube b. Left fallopian tube clinical information: diagnosis/clinical information: sterilization procedure/source: laparoscopic bilateral salpingectomy. Gross examination: a. Labeled "right fallopian tube" is a 9.0 x 1.5 x 0.9 cm (centimeter) purple fimbriated fallopian tube with a protruding silver metal wire,10.5 x 0.2 cm (centimeter) in total length. Also received in the container is a 3.5 x 0.3 cm (centimeter) silver coiled metal wire.. B. Labeled "left fallopian tube" is a 9.0 x 1.5 x 0.9 cm (centimeter) purple fimbriated fallopian tube with a protruding silver metal wire, 14.5x 0.2 cm (centimeter) in total length. Also received in the container is a 4.0 x 0.3 cm (centimeter) silver coiled metal wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned pelvic pain since (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2810 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: reason for exam and clinical data: s/p (status post) essure procedure. Comparison: none. Findings: there is no evidence of contrast filling, into the fallopian tubes. There is no contrast spillage into the peritoneal cavity. There is no contrast extravasation into the uterine vasculature. Impression: successful essure procedure with closure of the fallopian tubes. [Pathology test] on (B)(6) 2021: diagnosis: a. Fallopian tube, right, right salpingectomy: benign fallopian tube b.fallopian tube, left, left salpingectomy: benign fallopian tube. Specimen source: a. Right fallopian tube, b. Left fallopian tube. Clinical information: diagnosis/clinical information: sterilization. Procedure/source: laparoscopic bilateral salpingectomy. Gross examination: a. Labeled "right fallopian tube" is a 9.0 x 1.5 x 0.9 cm (centimeter) purple fimbriated fallopian tube with a protruding silver metal wire,10.5 x 0.2 cm (centimeter) in total length. Also received in the container is a 3.5 x 0.3 cm (centimeter) silver coiled metal wire. B. Labeled "left fallopian tube" is a 9.0 x 1.5 x 0.9 cm (centimeter) purple fimbriated fallopian tube with a protruding silver metal wire, 14.5x 0.2 cm (centimeter) in total length. Also received in the container is a 4.0 x 0.3 cm (centimeter) silver coiled metal wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2810 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2810 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.